Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at the end of the procedure, the capsule was moved up and down to check for movement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the recapture was performed without any problems.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with severe calcification in the no n-coronary cusp to right coronary cusp communicator region, there was difficulty inserting the pigtail catheter into the left ventricle. Additionally, due to the calcification, the balloon could not advance far enough to perform the intended pre-implant balloon aortic valvuloplasty (bav). A bav was performed using a peripheral 6 mm x 20 mm balloon. After which, two pre-implant bavs were performed using 16 mm and 18 mm balloons. Subsequently, the delivery catheter system (dcs) was inserted into the patient and advanced to the annulus. Initial deployment at the commissar alignment was unsuccessful and the valve was recaptured. The dcs was retracted into the descending aorta and repositioned. Of note, during the movement into the descending aorta, an over capture of the dcs was observed. The physician was asked to "cancel" was over capture.  The valve was placed without issue on the second deployment attempt. The dcs was withdrawn from the patient. During a check of the dcs, damage to the capsule was observed. The end cap was removed from the dcs, and movement of the capsule and nose cone was confirmed. Per the physician, it was not possible to determine whether the capsule was damaged during the surgery or after withdrawal. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012289396); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.